Manufacturer narrative:
The device was returned to bmc for investigation. The power cord and adapter were not returned with the unit. The manufacturer confirms that the connection between the power cord and the main engine has normal appearance and no scorch marks. The device powered on and operated as designed.no patient harm or injury was reported.the manufacturer concludes that a non-bmc power supply may have been used to cause the power cord to break and catch fire.

Event description:
React health received a complaint from a durable medical equipment provider that an electrical cord split and caught on fire. No patient harm or injury was reported. The manufacturer has received the device and investigated.